Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: "is the posterior-only approach sufficient for treating cervical spine metastases? The evidence from a case series." Enrico gallazzi, luca cannavo`, giuseppe g. Perrucchini, ilaria morelli, alessandro d. Luzzati, carmine zoccali, gennaro scotto. Received 1 august 2018; accepted 22 october 2018. N=1 screw loosening post op.